Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, the home patient (hp) stated that there were air bubbles in the patient line during fill one. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.